Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic partial nephrectomy procedure, when passing the clip, the internal valve of the trocar ruptured, causing leakage of the pneumoperitoneum. It was noted that there was a rapid loss of abdominal pressure. To resolve the issue, an exchange of materials was performed. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the device passed an air leak test. The duckbill seal passes during manual manipulation using another device. The bladed obturator when actuated cut cleanly through test media. The seal housing was broken open to remove the circular seal to check for subassembly overall height. (255 max - 245 min). The measurements with calipers were, 254, 250, 254, 254, 255, and 255. It was reported that that the seal damaged and leaks. The reported issues were confirmed. The most likely cause could not be established from the information available. It was also reported that that there was rapid loss of pneumoperitoneum. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.